Event description:
It was reported that during an unknown procedure, the teflon pad detached after one hour of use. The case was completed by using another device. No patient consequence was reported.

Manufacturer narrative:
Date sent: 05/13/2008. Information anticipated, but unavailable at this time.